Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.

Event description:
Customer reported he replaced the battery on her insulin pump after a low battery alarm, but the device would not turn back on. Customer cleaned the battery cap and the device turned back on. Customer's blood glucose was 108 mg/dl. The battery cap shows signs of corrosion. The device was not bumped or exposed to moisture. Customer uses duracell batteries. A replacement battery cap was sent. Nothing further reported.